Event description:
The hcp reported that at the last three refills, the residual volume was 9-11 ml, while 2-3 ml were expected. It was also reported that the patient was experiencing increasing pain levels. A follow up report will be sent when additional information is received.